Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Tinnitus [tinnitus]. Psychological disorders (guilt, doctor hopping) [feeling guilty]. Swelling around the implants [implant site swelling]. Case narrative: this spontaneous case describes the occurrence of abdominal pain ("abdominal pain") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced abdominal pain (seriousness criteria disability and intervention required), tinnitus ("tinnitus"), feeling guilty ("psychological disorders (guilt, doctor hopping)") and implant site swelling ("swelling around the implants"). The patient was treated with surgery (to remove essure). At the time of the report, the implant site swelling had resolved with sequelae, the tinnitus was resolving and the abdominal pain had resolved. The outcome of feeling guilty was unknown. No causality assessment was received for essure with regard to abdominal pain, tinnitus, feeling guilty or implant site swelling. The reporter commented: she removed the essure implant in 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4) abdominal pain [abdominal pain], tinnitus [tinnitus] , psychological disorders (guilt, doctor hopping) [feeling guilty] , swelling around the implants [implant site swelling] . Case narrative: this spontaneous case describes the occurrence of abdominal pain ("abdominal pain") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in 2017. On unknown date she experienced abdominal pain (seriousness criteria disability and intervention required), tinnitus ("tinnitus"), feeling guilty ("psychological disorders (guilt, doctor hopping)") and fallopian tube enlargement ("swelling around the implants"). The patient was treated with surgery (to remove essure). At the time of the report, the fallopian tube enlargement had resolved with sequelae, the tinnitus was resolving and the abdominal pain had resolved. The outcome of feeling guilty was unknown. No causality assessment was received for essure with regard to abdominal pain, tinnitus, feeling guilty or fallopian tube enlargement. The reporter commented: she removed the essure implant in 2017. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.